Event description:
I received a new CPAP (resmed 11, auto pap) machine on (B)(6) 2023. It had been causing me breathing problems that slowly developed and became increasingly difficult to tolerate. By (B)(6) I noticed a strange powdery residue in the water tank. This was not water-mineral buildup. I use distilled water, but even so, this powder was not crystalline but silky and fine more like cornstarch. The respiratory therapist at the retailer (oschner total access health in metaire, la) also noticed the powder coming from inside the machine. I had a chest x-ray on (B)(6), yesterday, which indicates probable lung damage. My pulmonologist suggests I contact the FDA. He has no idea how to go about analyzing the powder in the machine water tank, which I kept when I returned the machine to exchange for a new one.